Event description:
It was reported that "implant proceeded as normal, 9ml injected with good coverage. A few days later the patient felt unwell and reported to the local emergency department. They were diagnosed with sepsis. They have subsequently been admitted to the regional cancer centre for treatment with IV antibiotics. On scans the patient had proctitis, enlarged rectal wall but the implant looked in tract and in the correct places. The sepsis has resolved but the patient has been unable to pass a bowel motion and is having trouble passing urine. An MRI has shown that size of the implant has increase to around 17ml in size causing an obstruction." Additional information received on jun 26, 2025, indicated that "patient admitted on (B)(6) with sepsis. Mid-stream urine culture positive for e. Coli. Patient had no clinical or symptomatic evidence of infection on day of procedure. MRI on (B)(6) 2025 showed proctitis of the anterior rectum. Treated with IV antibiotics and sepsis settled clinically and biochemically. Repeat MRI on (B)(6) 2025 showed proctitis and peri-rectal inflammation settled but spacer gel volume had increased and it was putting pressure on the prostate (pushing it anteriorly). There is a possibility of infection in the gel. No evidence of rectal wall infiltration. The patient is having attempted aspiration of drainage of the enlarged spacer today on (B)(6) 2025. The patient is clinically well. He is still being managed but his radiotherapy CT planning scan has been delayed." Further additional information received on july 01, 2025, informed that "radiologist feels he was able to aspirate it all. Fluid was yellow/green mixed with fragments of spacer gel and some blood (from the needle insertion); there was no odour. This is consistent with an infection within the spacer (partly sterilised by IV antibiotics) and it is definitely better to have it aspirated. It is suspected that he had an asymptomatic and undiagnosed uti/prostatic infection that then infected the spacer gel (e. Coli cultured on admission). The plan is that he will stay on IV antibiotics overnight and go home tomorrow on po antibiotics for 4-6 weeks in total. I will arrange another MRI in 2 weeks time and postpone his radiotherapy, probably for 2 months or so. He is on hormone therapy. I'm awaiting micro input but the plan will likely not change. He is clinically very well, apyrexic and bloods have normalised."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was available for analysis. All lots of solesta are released by both galderma/q-med contract manufacturer) and palette life sciences (legal manufacturer). Both releases ensure that the product's predetermined specifications, as noted in the relevant palette part specifications, are met and that there are no critical deviations associated with the reviewed lots. Without the device to evaluate the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "implant proceeded as normal, 9ml injected with good coverage. A few days later the patient felt unwell and reported to the local emergency department. They were diagnosed with sepsis. They have subsequently been admitted to the regional cancer centre for treatment with IV antibiotics. On scans the patient had proctitis, enlarged rectal wall but the implant looked in tract and in the correct places. The sepsis has resolved but the patient has been unable to pass a bowel motion and is having trouble passing urine. An MRI has shown that size of the implant has increase to around 17ml in size causing an obstruction." Additional information received on jun 26, 2025, indicated that "patient admitted on (B)(6) with sepsis. Mid-stream urine culture positive for e. Coli. Patient had no clinical or symptomatic evidence of infection on day of procedure. MRI (B)(6) 2025 showed proctitis of the anterior rectum. Treated with IV antibiotics and sepsis settled clinically and biochemically. Repeat MRI (B)(6) 2025 showed proctitis and peri-rectal inflammation settled but spacer gel volume had increased and it was putting pressure on the prostate (pushing it anteriorly). There is a possibility of infection in the gel. No evidence of rectal wall infiltration. The patient is having attempted aspiration of drainage of the enlarged spacer today (B)(6) 2025. The patient is clinically well. He is still being managed but his radiotherapy CT planning scan has been delayed." Further additional information received on july 01, 2025, informed that "radiologist feels he was able to aspirate it all. Fluid was yellow/green mixed with fragments of spacer gel and some blood (from the needle insertion), there was no odour. This is consistent with an infection within the spacer (partly sterilised by IV antibiotics) and it is definitely better to have it aspirated. It is suspected that he had an asymptomatic and undiagnosed uti/prostatic infection that then infected the spacer gel (e. Coli cultured on admission). The plan is that he will stay on IV antibiotics overnight and go home tomorrow on po antibiotics for 4-6 weeks in total. I will arrange another MRI in 2 weeks time and postpone his radiotherapy, probably for 2 months or so. He is on hormone therapy. I'm awaiting micro input but the plan will likely not change. He is clinically very well, apyrexic and bloods have normalised."